Manufacturer narrative:
Medtronic evaluated the device, and verified the reported malfunction due to a loose j16 connector on the main board. The connector was reseated; medtronic verified the connection was tight and secure. A full functional and operational inspection was completed and the device was returned to the customer.

Event description:
The customer reported the device would not charge. No additional information was provided to medtronic.